Event description:
The account alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
The tech found the account had not engaged the brakes all the way. The tech fully engaged the brakes to resolve the issue.